Event description:
It was reported that the lesion was in the heavily calcified, mid left anterior descending artery. Predilatation was performed prior to the attempt to cross the lesion with the 2.5 x 23 mm mini vision stent delivery system (sds); however, it failed to cross and was removed from the patient without issue. A 6f guideliner catheter was being used as support in order to facilitate crossing of the lesion with a 2.5 x 15 mm mini vision sds; however, the sds became caught in the guideliner device during advancement. After removal of the sds from the patient, the sds balloon was inflated to confirm the stent implant was not on the balloon, after which the stent implant was found inside the guideliner catheter. The guideliner catheter and stent implant were removed from the patient without issue. Additional predilatation was performed on the lesion and a 2.5 x 15 mm mini vision stent was able to cross and be deployed at the lesion successfully. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) noted that the dislodged stent implant was not returned. There were crimp marks on the balloon between the markers, suggesting that the stent was crimped securely and proper onto the balloon during manufacturing. The returned good analysis revealed no indication of a product quality deficiency. It was reported that a 6 french (fr) guideliner was used with this 2.5 x 15 mm mini-vision stent. The guideliner catheter is placed inside the main guiding catheter, which reduces the inner diameter by one french (fr) size. Based on its manufacturer, the 6 fr guideliner has an inner diameter (ID) of 0.056 inches. Per the vision and mini vision product specification states that the guiding catheter used in conjunction with this device must have a minimum ID of 0.056 inches. This information indicates that the guideliner ID is at the recommended minimum guiding catheter ID for this device. It is possible that mini-vision stent interacted and became stuck at the transition area from the main guiding catheter to the smaller ID of the guideliner and that interaction resulted in the stent dislodgement. The crimped stent outer diameter or guideliner ID may have also been damaged which would have contributed to the resistance. However, there was no report of any crimped stent damage. The dislodged stent implant and guiding catheter and guideliner used during the procedure were not returned, which may have aided in the evaluation. Overall, a conclusive cause cannot be determined for the reported complaint. A review of the lot history record of the reported lot revealed no nonconforming material records, indicating all lot release testing results met specification. Additionally, a query of the complaint database for the reported lot revealed no other incidents reported for difficult to position with guiding catheter or stent dislodgement. There is no indication of a product quality deficiency.